Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a ¿no disposable clamp tubing alarm. Per reporter there was double beeping after removing the set. The clock battery was also overdue, and the screen was damaged. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair in used condition. The reason for return is not related to a past service. Customer problem "no disposable clamp tubing alarm not working, double beeping after removing set, clock battery overdue and damaged screen" was duplicated. Found downstream sensor nub was missing, causing the issue. Replaced downstream sensor, and the device passed all functional tests after the repair.